Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an outpatient diagnostic procedure. It was reported that the site did not have "much" calcification, but the arteries were "brittle." The device was inserted without problem. The needles and suture were deployed, but bleeding was noted around the site. It was then believed the artery tore upon device insertion. The device was removed and pressure was held. The patient was taken to surgery for a cutdown and patch repair. The patient was discharged home 2-3 days post-operatively. There was no report of further adverse patient sequelae.